Event description:
It was reported that the patient had pain at the pocket site approx two months after a new pump and catheter implant. It was noted that the intrathecal baclofen therapy was controlling the patient's symptoms other than pain at the pocket site. An MRI was performed and the physician felt there was not a mass. The patient was uncomfortable with this conclusion and began seeing a new physician. That physician ordered more x-rays and an MRI. X-ray found everything to be ok. Two months after the initial report the patient was continuing to experience pain at the pump pockets site. The pt was considering options including explanting the pump, revising pump placement, and checking the pt internally to determine the cause. The physician had ordered another x-ray and blood work (results pending). It was noted at that time that the pt had recently been refilled and the doctor touched the pump area. The next day there was some swelling and the pt had to stay in bed for three days from pain. Additional info reported that the pump was explanted. No pt outcome was reported. Additional info has been requested, but was not available as of the date of this report.